Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that patient¿s ipg was eroding through the skin and moving in the pocket. Patient reported significant weight loss and was involved in a motor vehicle accident. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that patient underwent surgical intervention on (B)(6) 2024 wherein, the ipg was repositioned to address the issue.